Event description:
It was reported that dissection occurred. The target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). Angiography showed 70% proximal to mid rca stenosis and 50% distal rca stenosis. Pre-dilation with performed using 1.20 x 8mm and 2.00 x 10mm non-compliant (nc), non-boston scientific (bsc) balloons. A 3.50 x 16mm promus premier select stent was advanced without resistance and implanted in the mid rca. Post dilatation was performed using a 3.50 x 12mm non-bsc nc balloon. Check angiography showed stent deformation and a type a dissection. Two non-bsc stents were deployed in the proximal and distal segments, overlapping the promus premier stent deformation area. Post dilation of all three stents was completed using 3.00 x 12 and 3.50 x 23 mm non-bsc nc balloons resulting in timi 3 flow. The patient was stable post-procedure and fully recovered.